Event description:
"After the stones (kidney) were captured, the basket filaments fractured." Lesion of the urotelio, hematuria etc.

Manufacturer narrative:
Product is anticipated to be returned for eval. Upon completion of the eval, a follow-up report will be issued.